Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when the stapler was being used to staple the rectum, the stapler misfired. Due to the position of the staple line low in the rectum, the surgeon had to change the approach to repair the defect and had to suture trans-anally to complete the case. The surgery time was extended by approximately three hours. The reload in the stapler was removed and replaced with another one. The incision was extended more than 1 inch.